Event description:
It was reported that the ilet device¿s touchscreen became unresponsive on the "see drops" screen and functionality was restored after the user restarted the device via the mobile app. Investigation included technical troubleshooting and user guidance. Further investigation of this case revealed that the device operated as expected after a reboot and no further device malfunction was identified. There was no user reported symptoms during the event. Outcomes included no impact on health and no medical intervention or hospitalization. It was concluded that the event was resolved with a restart and the device is functioning as intended.